Event description:
Customer reported frequent altitude alarms occurring both day and night, resulting in waking up with high blood glucose levels. There was no adverse impact to the customer's blood glucose level. Customer declined to speak with technical support, and no further information about the issue's outcome was provided.